Event description:
It was reported intraoperatively during a downgrade of a cardiac resynchronization therapy defibrillator (crt-d) to a cardiac resync hronization therapy pacemaker (crt-p), that the crt-p exhibited a set screw problem at the right ventricular (rv) lead port. There were no torque wrench clicks when the set screw was tightened, and the rv lead became loose. The rv lead exhibited no capture while in the header of the crt-p. The patient experienced cardiac standstill. The rv lead was measured via analyzer and no issues were noted. The crt-p was attempted/not used and replaced. No further patient complications have been reported as a result of this event..

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.